Event description:
The customer contacted stryker to report that their device locked up. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed system pcb assembly. A replacement for this part is no longer available. The customer will be advised that the device is non-repairable.